Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with scrotal pain during intercourse where the pump was sitting and physician stated that the device was functioning properly. The device was explanted. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Pain is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of pain is a known risk associated with this device type and indicated as such in the instructions for use.